Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The ECG data from the event was returned and evaluated. Evaluation found that during this analysis period the device returned a "shock advised" condition on segments one and three due to low normalized amplitude, waveform variability and detected number of peaks. Segment two returned a "no shock advised" due to waveform amplitude less than 100 microvolts. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.